Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited lifted bending section cover glue. There was no patient involvement.